Event description:
It was reported that both cadd legacy pumps are alarming no disposable randomly for the past 2 months. Stated new cassettes have had to be mixed to restart remodulin.no lot numbers of cassettes. No further details provided. No patient injury.